Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery after a diagnostic procedure. Reportedly, the plunger was retracted from the device body and there was no suture present. The device was removed from the patient's groin and another proglide was successfully used to achieve hemostasis. The patient did not experience any adverse effect. The access site was described as clean, with no calcification. A 6 fr. Sheath was used during the diagnostic and closure procedure. The physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted the investigation of the reported event of suture not present when the plunger was retracted from the device body. A cuff miss/suture not present can be influenced by numerous factors including, but not limited to: manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall may cause a cuff miss. Information about user technique was not provided. Patient anatomy (e.g. Calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. Calcification of the artery was not noted. A conclusive cause for the reported needle to cuff miss could not be determined. A review of the device lot history record and a query of the complaint handling database were not performed because the device was not returned and the lot number was not reported. Based on the investigation, there does not appear to be any indication of a product quality deficiency.